Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a bad charged couple device (ccd) caused the image e216 error, the cause for the mosaic image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a e216 scope communication error and the image is mosaic. The event occurred inspection for use. There were no reports of patient involvement.